Event description:
It was reported that tissue sloughing occurred at the tape insertion site. This was later clarified as an extrusion in the vaginal area which required removal of the tape, wound debridement and antibiotics.